Event description:
Customer reported experiencing inaccurate erratic results with an induo meter. Pt's blood glucose results were 250 and 340 mg/ld. Tests were done within 10 minutes with a difference of 27%. Pt did to experience any adverse events. No further info has been reported.